Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer has experienced low and high blood glucose. The customer's blood glucose was 335mg/dl, treated with syringe, in addition, the customer experienced low blood glucose; paramedics were contacted and treated at location. The customer's blood glucose was 20mg/dl. Customer stated the drive support cap was protruded. It was reported via phone call that the insulin pump will be replaced and revert to back up plan.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip and corroded battery tube however, passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted during testing. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump had cracked battery tube threads, and minor scratched lcd window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.